Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a supply change, correction bolus via the pump. And a manual insulin injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B1 adverse event and/or product problem. B2 outcomes attributed to adverse event. B5 describe event or problem. H1 type of reportable event. Health effect - clinical code- removed e2403 added e1205. Health effect - impact code - removed f26 added f11.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.